Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the issue when trying to set the c-trans arm back to home but it failed to initialize. The fse tested the home sensor, which was working as intended, so the fse suspected there was a possible mechanical binding in the z motor. The fse replaced the test cup assembly arm, aligned the cup transfer assembly, performed multiple cup transfer tests, then ran quality control (qc) with results within specifications and no issues recurring. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12: flags and error messages states the following: [4151] c.trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause was failure of the test cup pickup assembly arm due to a possible mechanical binding in the cup pickup z motor.

Event description:
A customer reported 4151 (900 only) c.trans-z home detect error on the aia-900 analyzer. The customer verified there was no obstruction in the waste chute. The customer states the analyzer fails daily check in the middle of a run. A tosoh technical support specialist (tss) instructed the customer to empty test cups from the maintenance screen and the test cups went down the waste chute; however, the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The test cup picking assembly unit was returned to the tosoh instrument service center (isc) for evaluation. An isc technician performed a visual inspection with no damage found. The technician then performed functional testing via manual operation by running cup removal, cup transfer, loader cup transfer and daily check tests with all the results passing. The returned part meets specification. The most probable cause cannot be established.